Event description:
It was reported that during a procedure, the laser started smoking while it was in use. There was no further information provided on the procedure outcome. There were no patient complications reported.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the laser started smoking while it was in use. There was no further information provided on the procedure outcome. There were no patient complications reported.